Event description:
Related manufacturer report number: 2017865-2022-44028. It was reported prior to routine generator change that the right ventricular lead exhibited oversensing due to noise and under-sensing. During the procedure, the atrial lead was noted to be compromised in some way. Further information on the malfunction seen was requested, but not yet unavailable. Both leads were explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event indicated elective replacement for unknown reason during unrelated procedure. As received a complete lead was returned in one piece. Visual examination found damage consistent with procedural damage. Due to procedural damage the lead failed the short test and the continuity test . During analysis, a failure event was observed which was unrelated to the reported event. Visual examination found two external insulation abrasions exposing the outer coil consistent with friction to the device can.